Event description:
It was reported that a low drain volume (ldv) alarm occurred during drain one on the home choice (hc). The home patient (hp) stated they saw air in the patient line. It was determined through troubleshooting that the cause of the air was opened clamp on unused supply lines. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The low drain volume alarm was determined to be due to air in the patient line. It was reported that there was an open clamp found on an unused line which is known to cause air to get into the setup. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.